Event description:
In 2008, the sales rep reported the driver was worn from excess use. On 07 aug 2008, after visual and functional analysis of the returned product, it was identified that the prongs will not mate with the screwhead. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Product is an instrument and is not implantable. The results of the device history record review indicate the part met specification. Visual inspection indicates both prong tips damaged while tightening hardware. The evidence suggests the driver was attempted to be secured to the tulip head while the prongs were not correctly positioned in the mating feature of the screw head. The root cause for the event is determined to be use error.